Event description:
It was reported that research pathology of an explanted heart found 2 unk xience stents implanted in the proximal left anterior descending coronary artery (plad), 1 unk xience stent in the proximal left circumflex coronary artery (plcx), and 1 unk xience stent in the mid right coronary artery. The cause of death was stent related death associated with the stents in the plad and plcx. There was no thrombus or other finding noted. The death occurred on the same day of stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2012. Estimated date of implant: (B)(6) 2012. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The two other xience v devices referenced are being filed under separate medwatch MFR numbers.